Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient (pt) reported that today she dropped her controller and it showed a light grey screen and then she saw multiple screens on top of each other. During the call the pt reset her controller and she confirmed that her equipment is working as expected. Pt said that since implant she typically only gets "good" coupling when charging her ins. Pt said that she has used the belt the past couple of times that she charged her ins and that seems to be more efficient at charging. Pt further reported that she used to have to charge her ins every 3 days and for the past couple of weeks the ins battery charge "barely lasts 2 days". Pt said that sometimes the controller battery will deplete before her ins is fully charged. Pt denies any falls/traumas. Pss reviewed good charging habits w/pt and redirected pt to her healthcare provider (hcp) for diagnostics of the ins. No patient symptoms were reported.